Event description:
It was reported the patient lead is not functioning. As such, the patient will undergo surgical intervention to address the issue (date unknown). No other information is known at this time.

Event description:
Device 1 of 2. Reference MFR. Report#:1627487-2019-00937. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2019, where the right lead was explanted and replaced due to high impedances. It is unknown which lead was explanted and replaced, therefore, the patient's 2nd lead is being reported as device 2.

Event description:
Follow-up information revealed the lead has high impedance values.

Event description:
Device 1 of 2. Reference MFR report#:1627487-2019-00937.